Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial channel due to a drop in amplitude. The health care professional provided four non-sustained ventricular tachycardia (nsvt) episodes were stored. Two nsvt episodes were stored with electrograms. The physician reviewed these episodes and assessed nsvt episodes could be supraventricular tachycardia conducted rapidly in the ventricular. Reprogramming was completed. During device evaluation no noise was exhibited. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.